Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease in pacing impedance measurements from 500 to 250 ohms along with an increase in pacing threshold measurements from less than 1.0 volts to 4.0 volts and sensing decreased from 14 millivolts (mv) to approximately 3 mv. It was noted the patient is not pacemaker dependent. A revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the setscrew marks were in the correct location on the terminal pin, indicating proper insertion. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease in pacing impedance measurements from 500 to 250 ohms along with an increase in pacing threshold measurements from less than 1.0 volts to 4.0 volts and sensing decreased from 14 millivolts (mv) to approximately 3 mv. It was noted the patient is not pacemaker dependent. A revision procedure was performed where the rv lead was explanted and successfully replaced. No additional adverse effects were reported. The lead was returned for analysis.